Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the post procedure access site bleeding cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced aged, weak cardiac muscle) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), post procedure, bleeding from the transapical access site was observed. Surgical repair was required. During the transapical tavr procedure, ¿more than normal¿ bleeding occurred around the asc+ sheath following insertion. The patient was also noted to have a ¿weak cardiac muscle.¿ post successful tavr, while the patient was in ICU, the patient¿s became hypotensive. Bleeding from the access site was observed. Cardiac massage was initiated and the patient was transferred to the operating room. Cardiopulmonary bypass (cpb) was initiated and a median sternotomy was performed; hemostasis was achieved. The patient was eventually transferred to the general ward for further recovery.

Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular rupture at the time of the tavr cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced aged, weak cardiac muscle) likely contributed to the event. The exact cause of the patient death 9 months post tavr cannot be confirmed. Per medical opinion, the cause of death was a left ventricle rupture related to the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in japan, during a transapical tavr procedure, ¿more than normal¿ bleeding from the side of the ascendra+ (asc+) sheath was observed following the insertion of the sheath. The patient was also noted to have a ¿weak cardiac muscle¿. A sapien xt valve was successfully deployed. Post procedure, the patient¿s blood pressure rapidly dropped in the ICU. Cardiac massage was initiated and the patient was transferred to the operating room. A median sternotomy was performed and a ventricular rupture was found. The rupture area was on the cranial side of the free wall of the left ventricle (lv) from the puncture site. The ruptured area was sutured with felt. During the repair, tee did not indicate any abnormalities in the valve function or lv wall motion. The patient was discharged on postoperative day (pod) 30. Nine months post tavr, the patient passed away due to lv rupture. No information was provided for the postoperative course between discharge and the patient death. Per the physician, there was no device relationship to the patient death; however, the death was related to the tavr procedure.